Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the relion® insulin syringe hub separated from the device. The following information was provided by the initial reporter: the consumer reported the needle hub separated and stayed inside of the shield. Consumer stated that she did not have difficulty removing the shield.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned as of 3 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. See h.10.

Event description:
It was reported during use the relion® insulin syringe hub separated from the device. The following information was provided by the initial reporter: the consumer reported the needle hub separated and stayed inside of the shield. Consumer stated that she did not have difficulty removing the shield.